Manufacturer narrative:
Concomitant product(s): a 6947-65 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post ablation procedure, no atrial electrogram was available. Upon further trouble-shooting, it was determine the right atrial lead was "bad", however the impedance was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.